Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was harder to press also insulin was squirted when priming and received motor error alarm. The customer blood glucose level was unknown. Customer stated that insulin pump rejected new batteries also received random no delivery alerts. Customer declined to spoke with helpline. The device will not be returned for analysis.